Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations") and arthralgia ("extreme joint pain"). The patient was treated with surgery (in (B)(6) 2016, she underwent a hysterectomy to remove the essure device.). At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, abdominal distension, dyspareunia, hormone level abnormal and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage and hormone level abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and breast enlargement ("breast enlargement due to the essure device") in a (B)(6) year-old female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right side took a little longer to insert than normal" in (B)(6) 2013. The patient's past medical history included gravida I, parity 1 (dob: (B)(6) 2004) and sinus operation (for polyps and migraines). Concomitant products included nuvaring since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness in her right hand(sharp) / numbness"). In 2015, the patient experienced arthralgia ("extreme joint pain / joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations"), migraine ("migraines"), menorrhagia ("heavy periods") and breast enlargement (seriousness criterion medically significant). The patient was treated with sumatriptan (imitrex), surgery (in (B)(6) 2016, she underwent a hysterectomy to remove the essure device.) And surgery (breast augmentation). Essure was removed on (B)(6) 2016. In 2016, the arthralgia and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, dyspareunia, hormone level abnormal, hypoaesthesia, menorrhagia and breast enlargement outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, breast enlargement, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2018: quality-safety evaluation of ptc. FDA codes added. , expiration date, MFR date and addition of ptc global number reference. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portion of the coil is embedding deep within the uterine fundus"), device expulsion ("portion of the coil is embedding deep within the uterine fundus"), device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and breast enlargement ("breast enlargement due to the essure device") in a (B)(6) year-old female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right side took a little longer to insert than normal" in (B)(6) 2013. The patient's past medical history included gravida I, parity 1 (dob: (B)(6)), sinus operation (for polyps and migraines), post coital bleeding and loop electrosurgical excision procedure. Concurrent conditions included adenomyosis. Family history included fibroids (maternal grandmother). Concomitant products included naproxen, nuvaring since 2016 and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness in her right hand(sharp) / numbness"). In 2015, the patient experienced arthralgia ("extreme joint pain / joint pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations"), migraine ("migraines"), menorrhagia ("heavy periods") and breast enlargement (seriousness criterion medically significant). The patient was treated with sumatriptan (imitrex), surgery (she underwent uterus hysterectomy, vaginal hysterectomy and bilateral salpingectomy), surgery (she underwent uterus hysterectomy, vaginal hysterectomy and bilateral salpingectomy), surgery (in (B)(6) 2016, she underwent a hysterectomy to remove the essure device.) And surgery (breast augmentation). Essure was removed on (B)(6) 2016. In 2016, the arthralgia and migraine had resolved. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, dyspareunia, hormone level abnormal, hypoaesthesia, menorrhagia and breast enlargement outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, breast enlargement, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were occluded. Pregnancy test hcg negative (B)(6) 2013. CT angio chest - no pulmonary embolism; clear lungs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: conferming pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 5-feb-2018: case medically confirmed. New event added: portion of the coil is embedding deep within the uterine fundus. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of the coil is embedding deep within the uterine fundus'), device expulsion ('portion of the coil is embedding deep within the uterine fundus'), device dislocation ('device migration') and breast enlargement ('breast enlargement due to the essure device') in a 32-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right side took a little longer to insert than normal" in (B)(6) 2013. The patient's medical history included gravida I, parity 1 (dob: (B)(6) 2004), sinus operation (for polyps and migraines), post coital bleeding and loop electrosurgical excision procedure. Concurrent conditions included adenomyosis. Family history included fibroids (maternal grandmother). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2016 for pelvic pain and heavy periods as well as naproxen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness in her right hand(sharp) / numbness"). In 2015, the patient experienced arthralgia ("extreme joint pain / joint pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy and abnormal bleeding / unusual bleeding"), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), menorrhagia ("heavy periods"), breast enlargement (seriousness criterion medically significant) and menstrual disorder ("unusual period") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with sumatriptan (imitrex) and surgery (breast augmentation, in (B)(6) 2016, she underwent a hysterectomy to remove the essure device. And she underwent uterus hysterectomy, vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the arthralgia and migraine had resolved. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, dyspareunia, hormone level abnormal, hypoaesthesia, menorrhagia, breast enlargement and menstrual disorder outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, breast enlargement, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded. Diagnostic results: pregnancy test hcg negative (B)(6) 2013 CT angio chest - no pulmonary embolism; clear lungs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: conferming pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of the coil is embedding deep within the uterine fundus'), device expulsion ('portion of the coil is embedding deep within the uterine fundus'), device dislocation ('device migration') and breast enlargement ('breast enlargement due to the essure device') in a 32-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right side took a little longer to insert than normal" in (B)(6) 2013. The patient's medical history included gravida I, parity 1 (dob: (B)(6) 2004), sinus operation (for polyps and migraines), post coital bleeding and loop electrosurgical excision procedure. Concurrent conditions included adenomyosis. Family history included fibroids (maternal grandmother). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2016 for pelvic pain and heavy periods as well as naproxen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness in her right hand(sharp) / numbness"). In 2015, the patient experienced arthralgia ("extreme joint pain / joint pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy and abnormal bleeding / unusual bleeding"), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), menorrhagia ("heavy periods"), breast enlargement (seriousness criterion medically significant) and menstrual disorder ("unusual period") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with sumatriptan (imitrex) and surgery (breast augmentation, in (B)(6) 2016, she underwent a hysterectomy to remove the essure device. And she underwent uterus hysterectomy, vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the arthralgia and migraine had resolved. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, dyspareunia, hormone level abnormal, hypoaesthesia, menorrhagia, breast enlargement and menstrual disorder outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, breast enlargement, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded. Diagnostic results: pregnancy test hcg negative (B)(6) 2013 CT angio chest - no pulmonary embolism; clear lungs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: conferming pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received event " unusual period" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and breast enlargement ("breast enlargement due to the essure device") in a (B)(6) year-old female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right side took a little longer to insert than normal" in (B)(6) 2013. The patient's past medical history included gravida I, parity 1 ((B)(6)) and sinus operation (for polyps and migraines). Concomitant products included nuvaring in 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness in her right hand (sharp) / numbness"). In 2015, the patient experienced arthralgia ("extreme joint pain / joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations"), migraine ("migraines"), menorrhagia ("heavy periods") and breast enlargement (seriousness criterion medically significant). The patient was treated with sumatriptan (imitrex), surgery (in (B)(6) 2016, she underwent a hysterectomy to remove the essure device.) And surgery (breast augmentation). Essure was removed on (B)(6) 2016. In 2016, the arthralgia and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, dyspareunia, hormone level abnormal, hypoaesthesia, menorrhagia and breast enlargement outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, breast enlargement, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 8-jan-2018: new events: hypoaesthesia, migraine, pelvic pain, menorrhagia, breast enlargement were added. Patient information, dob, height), patient historical condition and concomitant disease were added. Previously reported event¿ arthralgia¿ outcome updated from unknown to recovered and event¿ bloating¿ updated from unknown to not recovered. Product batch number also added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.